Manufacturer narrative:
The lead under complain was not returned for analysis and despite multiple attempts its serial number is not available. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms and consistent with the mentioned damaged right ventricular lead, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. As a result of the damage the device could not be interrogated. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
After an implantation period of approximately 91 months, it was reported that the patient had a damaged lead and oversensing was observed. Also, an unexpected decrease of the remaining battery charge was observed in the associated device. The device and lead were replaced. The serial number of the lead is unavailable and it is unclear if the lead was explanted or remains in the patient. Should additional information be received, this file will be updated.